Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had rp flex support ongoing for a patient admitted with rv (right ventricle) failure and effusion. After 7days of support there was an observation made of thrombosis within the ra (right atrium).

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device was not returned for evaluation. As the necessary information was not provided, the root cause of the thrombus was not determined. D.4 revised model number from the initial submission in accordance with updated procedures. H.6 added code 925 as it was inadvertently left off the previously submitted manufacture device report.